Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints. All available information was investigated, and without the device to analyze, a cause for the material protrusion/extrusion could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling. Na.

Event description:
This is filled to report actuator mandrel protruding distal it was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip was successfully deployed. Then a second clip delivery system (cds) was advanced to the mitral valve, and the clip was placed. However, during clip deployment, the actuator mandrel was protruding towards the distal end. The clip was deployed. Two clips were implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.